Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The fielder fc guide wire was returned for evaluation. The returned guide wire was folded when it was returned so that multiple bends were observed throughout the guide wire. The coiled segment of the guide wire was three-dimensionally deformed. The polymer jacket of the guide wire was missing in the tip segment; the exposed ball tip remained attached on the very distal end of the guide wire. Microscopic observation found that the distal polymer jacket was torn off at approximately 3mm from the tip. Proximal to the torn end of the polymer jacket, scratches and indentation along the coil grooves were observed. These were likely made when the guide wire was caught in something hard object as the guide wire was manipulated. Proximal to the torn end of the polymer jacket, the remaining polymer jacket was found ruptured in spots as the polymer jacket stretched. Intermittent scratches were observed on the proximal coil segment through the distal shaft segment of the guide wire. A longitudinal split with scratches of the polymer jacket was found on the shaft at approximately 170mm from the tip and the underlying core wire was exposed. At approximately 140mm from the tip, a longitudinal linear scratch was observed on the polymer jacket. At approximately 110mm from the tip, the surface of the scratched polymer jacket was burred. At approximately 95mm from the tip, helical scratches were observed on the polymer jacket. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the investigation results and referring to known similar events, it was presumed that the polymer jacketed surface of the guide wire had contacted something hard and edgy part of an unspecified concomitant device such as a metal inserter or the lesion that was likely calcified during wire removal. As the guide wire was being removed, friction with the unspecified object exceeded the product's design limit and made the polymer jacket damaged. It was concluded that this event was not attributed to product quality. Although no information was obtained regarding patient effects damage observed on the polymer jacket was too severe to completely rule out a potentiality that some fragment(s) might be left in the patient. Instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a tortuous 85% stenosis in the mid left anterior descending artery. An asahi fielder fc guide wire was used in the procedure. The guide wire was found damaged when it was returned to the local distributor. No additional information was provided.